Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide:  model: 18320,  18296-eng-aw rev b 06/18.  Blood glucose readings,  chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to 293 mg/ dl while wearing the pod between 36 and 48 hours. It was reported the cannula had not inserted into the infusion site (arm) correctly. As treatment, the patient performed a bolus of 2 units of insulin.